Event description:
It was reported that the user experienced no glucose readings on the ilet when using a dexcom g7 sensor, received a ¿dosing stops soon, connect cgm¿ notice on the ilet, and on review the sensor icon displayed ¿start sensor,¿ after which the user entered code 8015 and successfully paired the sensor, indicating an intermittent communication issue potentially related to the antenna or electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and the ilet, with relevance to the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.